Event description:
The patient received an infusion for treatment of crohn's disease without issue. When the infusion was completed the huber needle was removed from the port and the nurse attempted to engage the safety device. The safety device would not engage. The patient was not harmed and the nurse was not harmed. This is reportedly the 3rd time this has happened in the same setting with this device. Same issue every time, the safety device will not engage, leaving patient and staff at risk for injury. To confirm: no one has been harmed.